Manufacturer narrative:
Unit passed self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and displacement accuracy test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. Successfully uploaded files on carelink. Successfully downloaded history files, traces, and utilized using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on 24 apr 2024 matched the bolus amount delivered at 07:16:46 with 3u, 15:55:13 with 4.3u, 20:02:44 with 1u, 15:48:19 with 4.9u, 20:39:09 with 2.5u delivered. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, and motor. Test p-cap locks properly into place during testing. The following were noted during visual inspection: scratched case. In conclusion, possible under delivery was not confirmed during testing. No pump alarms, insulin flow blocked alarms or anomalies were noted during analysis. Pump passed full drive test. No pump errors or insulin flow blocked alarms were noted in the pump download history. Bolus delivery and bolus programmed matched during testing and in the history files. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the pump was not delivering the insulin and the customer also received a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.